Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, troubleshooting was performed by a non-vantive qualified technician. Normal operation of the machine resumed after on-site adjustments were made. No detailed information was provided. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit, an alarm condition related to communication error was reportedly generated and, the machine shut down. The patient presented with increased heart rate, blood pressure dropped drastically and oxygen saturation could not be maintained. Medical intervention was not reported. No additional information was available.